Event description:
Complainant alleged that during biomed testing, the device recognized the attached adult electrodes as pediactric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device performed to specification. Upon inspection of the device, it was discovered that the mfc cable had pediatric pads connected causing the device to stay in pediatric mode. The device will automatically change modes depending on what pads are connected. The device is working as intended. The device and its accessories passed all functional tests. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.